Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the left ventricular (lv) lead, it was noted that the lead exhibited high pacing impedance and loss of capture. The lead was repositioned and it was then noted that the impedance and the threshold values could not be observed. The lead was not used, and another lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and impedance problem were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal. S-curve measured to be within specification.